Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture and lead noise. The lead was capped and replaced on (B)(6) 2018. It was later removed on (B)(6) 2019 when the patient developed an infection. The patient was stable post-procedure.